Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow up report will be submitted.

Event description:
A facility reported that the cryosolutions set with 1 cartridge/1mm tip (33510) was not working. It was reported that when they tried to attach a new canister, it sprayed out through the small holes in the thread. There was no patient involvement; thus, no patient injury, death, or surgical delay occurred.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Correction: root cause analysis: the returned 33510 cryosolutions set was in used condition with a new o-ring required. Damage to the o-ring may result in the reported issue. The reported complaint was confirmed.

Event description:
N/a

Manufacturer narrative:
Corrected field: the should description to reflect that the device was evaluated. Updated fields: d9, g6, h2.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The cryosolutions set with 1 cartridge/1mm tip (33510) was returned for evaluation: the device history record (DHR) for this product was not available. The product serial number indicates a manufacturing date of 2010. Failure analysis: the received product was in used condition. Per the product repair, the unit required a replacement o-ring. The product serial number indicates a manufacture date of 2010. Damage or wear to the o-ring can lead to issues with spraying or leaking. The use of cartridges involved in a safety advisory reported by the product's manufacturer may also result in the reported issue. The lot of the cartridges used in this incident was not available for confirmation. No manufacturing, workmanship, or material deficiency has been identified. Root cause analysis: the reported complaint could not be confirmed. The returned 33510 cryosolutions set is in used condition with a new o-ring required. Damage to the o-ring may result in the reported issue.

Event description:
N/a.